Manufacturer narrative:
H10: a philips service engineer was not able to evaluate or repair the device given that the issue was no longer occurring, and the customer rejected the service proposal; therefore, no work order was generated, and it could not be determined if the device failed to meet specifications. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit was giving error code 1102 - primary alarm failed. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.